Event description:
A boston scientific dual lumen catheter was inserted into a pt. The red port developed a leak. The pt was brought back into the cath lab had had the catheter removed and another one was inserted.